Event description:
Customer's daughter reported that on (B)(6) 2014 customer attempted to test using their adc blood glucose meter, but the test did not start after a sample was applied to a test strip inserted into it. Caller further reported customer experienced a loss of consciousness, "perspiration" and was "rigid". Paramedics were called and upon arrival received a reading of 46 mg/dl on their unspecified meter. Customer was treated with a glucagon injection and transported to a local healthcare facility. It is unknown what additional treatment may have been rendered at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.